Event description:
Patient wearing device due to hypoglycemia unawareness. Sensor graph showed blood glucose in the 90's. Insulin pump did not alarm to indicate level was low or falling. Husband found patient inappropriate on the phone and then belligerent when he came home. Patient given glucose and manual read of the blood glucose was 52. No drop noted on sensor tracing and no alarm.